Event description:
The entire bipolar assembly disassociated from the insert. The cement was removed from the cage and another insert cemented. It was fine after the hip was reduced. Note: the hip was not put through an excessive range of motion when it was first reduced. The weight of the leg basically pulled it apart. There was no adverse consequence to the patient or surgery delay.